Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 57 months and 531 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified. The eos battery status was as expected. The memory content of the device was inspected. The analysis of the available iegms showed that the large amount of charging cycles was caused due to the detection of noise in the rv channel. Noise signals were also detected in the ra channel. Due to the detection of noise the device performed successive charging cycles, which partially resulted in shock deliveries, thereby decreasing the battery voltage and eventually activating the eos battery status on (B)(6) 2018. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular as well as the right atrial channel. This led to fast successive charging cycles partially resulting in shock deliveries. The activation of the eos status resulted from that fast successive charging. There was no indication of a device malfunction.

Event description:
This device was explanted and replaced due to eos.